Manufacturer narrative:
Conclusion: although a probable temporal relationship between this episode of the patient¿s cloudy effluent fluid, confirmed peritonitis and the fresenius products exists, there is no documentation in the complaint file supporting a possible causal association between the fresenius products/liberty cycler and the subsequent event of peritonitis. The patient was diagnosed and treated as an outpatient and did not require in patient hospitalization. However, the pdrn stated the etiology/ causality of this peritonitis event is unknown and the patient did practice aseptic technique during ccpd therapies. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 during a service call the peritoneal dialysis (pd) patient¿s contact stated air detection in the cassette message reoccurred twice and the patient had to cancel pd treatment on the liberty cycler. On (B)(6) 2017 it was revealed that this pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was asymptomatic except for pd cloudy effluent when requested to come into the pd clinic and subsequently diagnosed with peritonitis on (B)(6) 2017 in the clinic. The cause/etiology of the peritonitis event was unknown, and the pd fluid culture test performed during the clinic visit was not received. The pdrn additionally commented that this patient did practice aseptic technique when completing pd treatments and there were no reported fluid leaks during pd treatments or prior to the infection. The patient was prescribed antibiotics vancomycin and another unknown antibiotic therapy as an outpatient, as well as in home antibiotic therapy with vancomycin for a total of 21 days of treatment. Furthermore, the pdrn stated the patient¿s symptomatology resolved and patient. Was able to continue performing continuous cycler-assisted peritoneal dialysis (ccpd) treatments on the liberty cycler.

Manufacturer narrative:
Conclusion: although a probable temporal relationship between this episode of the patient¿s cloudy effluent fluid, confirmed peritonitis and the fresenius products exists, there is no documentation in the complaint file supporting a possible causal association between the fresenius products/liberty cycler and the subsequent event of peritonitis. The patient was diagnosed and treated as an outpatient and did not require in patient hospitalization. However, the pdrn stated the etiology/ causality of this peritonitis event is unknown and the patient did practice aseptic technique during ccpd therapies. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 during a service call the peritoneal dialysis (pd) patient¿s contact stated air detection in the cassette message reoccurred twice and the patient had to cancel pd treatment on the liberty cycler. On (B)(6) 2017 it was revealed that this pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was asymptomatic except for pd cloudy effluent when requested to come into the pd clinic and subsequently diagnosed with peritonitis on (B)(6) 2017 in the clinic. The cause/etiology of the peritonitis event was unknown, and the pd fluid culture test performed during the clinic visit was not received. The pdrn additionally commented that this patient did practice aseptic technique when completing pd treatments and there were no reported fluid leaks during pd treatments or prior to the infection. The patient was prescribed antibiotics vancomycin and another unknown antibiotic therapy as an outpatient, as well as in home antibiotic therapy with vancomycin for a total of 21 days of treatment. Furthermore, the pdrn stated the patient¿s symptomatology resolved and patient. Was able to continue performing continuous cycler-assisted peritoneal dialysis (ccpd) treatments on the liberty cycler.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had reported cloudy effluent during treatment on (B)(6) 2017 and was requested to come into the clinic the following morning on (B)(6) 2017 for fluid culture, and was diagnosed with an episode of peritonitis on (B)(6) 2017. Per pdrn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. The pdrn stated the patient was not hospitalized for the episode of peritonitis and was being treated in-home with an unknown dose, route, and frequency of vancomycin for 21 days. Per pdrn as of (B)(6) 2017 the patient¿s signs and symptoms of peritonitis had resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The samples were discarded and are not available for evaluation. The lot number was unknown. Medical records were requested.